Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvh13) and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned products identified a fractured implant and fragment of screw in its drive feature. Additionally, there was bone/blood residue around the external threads due to usage. Functional testing could not be performed since the products were fractured. Pre-existing condition noted on the per was moderate bone density type ii. The reported devices have been placed on tooth #19 (universal) for approximately 5 years. X-ray/picture images were not provided. DHR review for the lot (62814598) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the screw as the lot number was unknown. Complaint history review was performed for the lot (62814598) for similar events and one other complaint about was identified. However, complaint history review could not be performed for the screw since the lot/item number was unknown. October post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report has been relayed to correct and error in the previously reported submission (MFR# 0002023141 - 2020 - 01699 - 1). The following section has been corrected. D4: unique identifier (UDI) number: not provided/ unknown.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Additional PMA/510(k) number: k011028, k013227. Device not returned.

Event description:
It was reported that implant (tsvh10) was removed due to implant fracture at tooth location 19.